Event description:
It was reported that during a left hemi colectomy procedure, the staples did not fire the complete circle. The staples looked crooked. Unk how the procedure was completed. There was no pt consequence.